Manufacturer narrative:
Additional information: device evaluation: lens returned dry with residue and debris, in a micro centrifuge vial. Visual inspection found; lens haptic is torn. (B)(4).

Manufacturer narrative:
Weight:unk. Ethnicity: unk. Race:unk. PMA/510(k): this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -8.50 diopter, implantable collamer lens tore/broke during injection/delivery into the patients left eye (os) on (B)(6) 2019. The lens was removed and replaced during initial surgery and it was reported that the problem resolved. There was patient contact with the device but no patient injury. Cause of event was unknown.